Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenosed, chronically occluded, target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). A non-bsc device was "deployed", an unspecified guide wire crossed the lesion. The lesion was predilated with a 3.0x20mm wanda balloon catheter. Rp7-67, 7-67 and 8-20 wallstents were implanted. The stents were considered to be well positioned and well apposed. A 5.0x40mm wanda was selected and advanced to post dilatation. The balloon was successfully inflated 2 times to unknown atms. On the 3rd inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): a technical analysis could not be performed as the unit has not been returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)